Manufacturer narrative:
Date sent to FDA: 9/28/2021. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted upon visualizing the mesh, it became obvious that there was a fibrotic hernia sac just above the umbilical area. This was carefully dissected out and found to have mesh densely adherent to the sac. There was some bowel adherent to the mesh and this was carefully taken down with shad dissection. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had had a previous mesh implanted on (B)(6) 2009 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/6/2021.

Manufacturer narrative:
Date sent to the FDA: 11/01/2024 . Additional b5 narrative: it was reported that the patient underwent hernia repair and removal surgery on 7/12/2012 and physiomesh was implanted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.